Manufacturer narrative:
The device involved in the reported event was not returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, we are unable to determine the cause of the reported failure.

Event description:
A report from a user facility in (B)(4) stated that the surgeon reported seeing a particle in the patient's eye. The particle was white/opaque and hard. The surgeon was unable to remove it with phaco and used forceps to remove it. The theatre team kept the piece; however, when inspecting it under the microscope mr (B)(6) misplaced the piece. The plastic side of the tip wrench showed signs of sharding. There was no report of injury or consequences to the patient.